Manufacturer narrative:
Findings: reliability analysis three opened/used enlite sensors were inspected and performed the sensors initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed 2 of 3 sensors passed the communication icon was displayed and that the transmitter was flashing while connected to the sensors. Third remaining sensor found with broken cannula. Missing broken piece.

Event description:
The customer reported via phone call indicating that they had lost sensor alarm. Customer's blood glucose at time of incident was 158 mg/dl. The customer put new sensor and it keeps coming lost sensor. The customer was advised that it appears the sensor is expired that could be the issue with lost sensor. The customer was advised we are sending replacement sensor as a courtesy.